Manufacturer narrative:
(B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at level c5-c6. The following post-operative event was reported: post op visit date - (B)(6) 2004; ae onset date: (B)(6) 2004; ae description: left sided neck swelling and feeling like there is a ""lump in the throat"". Medication: yes; post op visit date - (B)(6) 2004, medication: yes; post op visit date - (B)(6) 2004. Additional comments: neurontin given post op visit date - (B)(6) 2005; ae onset date: (B)(6) 2005; ae description: ""flare up"" of left neck, arm pain similar to pre-op medication: yes; other treatment: CT myelogram additional treatment: medrol dosepak and neurontin 300 mg t.i.d. Referral for CT myelogram post op visit date - (B)(6) 2009; medication: yes; additional surgery: removal of old cervical plate and screws and microdiscectomy and arthrodesis instrumentation; additional surgery date: (B)(6) 2008; hospitalization: yes; additional treatment: meds=norco, ms contin. One day hospital day. Ae outcome: resolved; description: resolved on (B)(6) 2008 ; additional comments: the patient had the surgery for lingering and worsening neck pain. Patient complains of occasional hand numbness and neck stiffness, however, neuro exam was normal. " post op visit date - (B)(6) 2009. Additional comments: pt describes neck swelling still exists even following 2nd surgery on (B)(6) 2008, however pt reports that the feeling of having a lump in throat is resolved following the 2nd surgery. Second surgery reported on ae#2 generated (B)(6) 2009.